Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Expiration date ¿ ni, initial reporter ¿ ni, manufacture date ¿ ni.

Event description:
During a trauma procedure, the nail extractor tip fractured off into the tibial nail. The surgery had to be stopped and postponed to a later date causing serious injury.